Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on analysis completed on 19-sep-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary vessel. A 2.75x38mm promus element long stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage. Promus element,mr,ous 2.75x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Stent strut row 1 on the proximal end was deformed and lifted from the stent profile. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis.